Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance reason. This rv lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance reason. This rv lead was replaced. No additional adverse patient effects were reported. Additional information indicated that this rv lead triggered a lead safety switch (lss) due to high out of range pacing impedance measurements greater than 3000. No adverse patient effects were reported.